Manufacturer narrative:
(B)(4). The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
This bioprosthetic valve was explanted at implant due to a leaflet issue. It was reported a coronary artery bypass grafting x4 (cabgx4) was performed in addition to mitral valve replacement (mvr) with preservation of the posterior leaflet. When the patient was weaned off cardiopulmonary bypass (cpb) an issue with the mammary artery graft occurred. The patient was put back on cpb and the mammary artery anastomosis was adjusted. While attempting to wean cpb, it was noted that ¿one of the leaflets on the mitral valve prosthetic graft was not functioning well". The patient was placed back on bypass to allow for examination of the pericardial valve. No issues were noted with the valve; however, a decision was made to removed and replaced with a competitor's valve. It was further reported that due to a severely depressed left ventricular function estimated at 20% pre-operatively, an intra-aortic balloon pump was placed at the beginning of surgery. Final attempt was made to wean cpb but the heart was globally hypokinetic. The patient was placed on ECMO. Patient was transferred in critical condition with guarded prognosis.